Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level unknown. The troubleshooting was performed for the pump error and they were able to clear the alarm and unable to complete the pump rewind. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No an error in the motor was detected by reading unexpected value from hall sensor error alarm during testing.